Event description:
Rn at bedside, pt lying in bed, iabp red alarmed. Rn immediately went to iabp to assess alarm and blood flecks spotted in tubing. Blood started backing up into tubing of iabp. Tubing line clamped and iabp turned off. Pt on IV pressors and remained stable.